Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false pause due to undersensing. It was further reported that the device detected false tachycardia episodes due to oversensing noise. The icm remains in use. No patient complications have been reported as a result of this event.